Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out and no issues were observed. Investigation conclusion: a clog test was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that a needle block occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "needle ( partially ) blocked."